Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The transmitter was not requested to be returned for evaluation as it was still being used by the user. User reported not hearing the hypo alerts. During the troubleshooting call, user was asked to heck their app settings under the "notifications" item. There was a category eversense alerts and notifications under which the item "sound" was set to silent. User was asked to change that and also to turn off "do not disturb" option in the app. User was then asked to open the eversense app and then remove transmitter from the arm to simulate "no sensor found" alert. There was an audible message which confirmed that the alert sounds are working. The overall sensor performance at the time of the event and following the event showed the system was performing within expectation. There was no malfunction of the system.

Event description:
Senseonics was made aware of a hypoglycemia event due to alleged sensor inaccuracies on 20-march-2022. User did not mention any blood glucose (bg) value but the sensor glucose (sg) value was 68 mg/dl at 9:05 pm and 70 mg/dl at 9:15 pm. User received alerts on the phone but did not hear them. User also had no symptoms. User did not require medical treatment and was able to self treat.